Event description:
The customer reported the system had a communication error message display. This likely resulted in the stopped fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was seated during the service call. The system was tested and found to be working as intended and put back into service.